Manufacturer narrative:
Investigation of the issue included a review of the complaint text, a search for similar complaints, review of labeling and file kit testing. One patient sample was available for return, however since the customer retested the sample and obtained the expected result further analysis of the sample is not needed. Tracking and trending review for the architect ivancomycin assay did not identify any trends. Review of complaint activity for reagent lot 00618f000 did not identify an increase in complaint activity associated with the complaint issue. Accuracy testing was performed using retained kits of reagent lot 00618f000. Acceptance criteria were met which indicates acceptable product performance. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ivancomycin assay was identified.

Manufacturer narrative:
Sample ID (B)(6) was documented incorrectly. The correct sample ID is (B)(6). The following statement is incorrect "no impact to patient data was provided." And should be "no impact to patient management was reported." An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 1p30-27 that has a similar product distributed in the us, list number 1p30-28. Refer to related manufacturer report number 1628664-2019-00423 for the device evaluation of the architect i1000sr analyzer.

Event description:
The customer observed false decreased architect I vancomycin while using the architect i1000sr analyzer for multiple patient samples. The following patient data was provided: sample ID (B)(6): initial 1.92 ug/ml, repeats 14.28 and 14.30 ug/ml. Sample ID (B)(6): initial 2.63 ug/ml repeat 20.63 ug/ml. Sample ID (B)(6): ran in duplicate generated 1.85 and 19.06 ug/ml. Sample ID (B)(6): ran in duplicate generated 1.59 ug/ml and 17.66 ug/ml. Sample ID (B)(6): 2.04, 26.5 and 25.6 ug/ml. Sample ID (B)(6): 12.87, 2.18 and 12.74 ug/ml. No impact to patient data was provided.